Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a resection of a facial skin tumor procedure on (B)(6)2010 and suture was used at the dermis (forehead: 1 site, left cheek: 2 sites) with knotted suturing. Two weeks after the surgery, the pt came to the hosp, and it was found that the suture stood out from the dermis at the three sutured sites. The surrounding tissues became red, but there was no drainage of pus. The surgeon performed mattress suturing at one of the sites and diagnosed that there was no infection but a culture was not done. The surgeon opines the cause might be the body's response to the suture or the skin-tape, or the suture excited the sebaceous gland. The pt is in stable condition. In (B)(6)2010, the pt is planned to undergo a re-operation to repair the surgical site after the response of cicatrix has subsided.